Event description:
It has been reported that during the procedure the sheath of this device accordioned while attempting to advance a competitors guide catheter. The sheath was removed and replaced. There is no report of pt injury and the device is being returned analysis.